Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the lead would not pull out with pull pressure from the percutaneous extension. Upon inspection, it appeared the zero electrode was bent which could have explained difficulty in removing lead from extension per the physician. It was stated maybe the lead was pushed too far in when stage 1 (trial) was done. The issue was resolved and the lead remained implanted. No symptoms were reported, patient was alive with no injury and no further complications were reported or are anticipated.